Manufacturer narrative:
Per investigation, the reported issues was isolated to an imaging system used internally for v and v testing, i.e. Not used in a clinical environment. If this information would have been available during the initial review this incident would not have been considered a reportable event. The hardware investigation of the returned covers found that the reported event was related to a physical damage issue. And the batteries were replaced proactively as they had not been used for more than a year. The reported event was confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the upper inner and z-stage covers on the gantry were damaged. The representative replaced the covers. During the system checkout, the representative found that the batteries for the motion control were low, which were replaced. The batteries are not related to the reported incident. The imaging system then passed the system checkout and was found to be fully functional. The suspect covers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry on the imaging system was sagging. No additional information was provided. There was no patient present when this issue was identified.